Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia. Relationship to study device: possible.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: (B)(6). Sex: female. Model: lxmc16. Device lot number: 28750. Date of surgery: (B)(6) 2022. Adverse event term: dysphagia. Site awareness date: (B)(6) 2022. End date: blank. Severity: mild. Drug therapy: yes. Outcome: recovering/resolving. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2022. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 28750, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2025. Additional information: outcome: recovering/resolving = recovered/resolved. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a => no. Updated: relationship to study device: possible = not related. Relationship to study procedure: possible = not related updated log line: 1. Updated: if the event is marked as being related to the procedure, indicate which procedure the event is related to: blank = explant. Outcome: recovered/resolved = not recovered/not resolved. Relationship to study device: not related = possible. Relationship to study procedure: not related = possible. Updated log line: updated: outcome: not recovered/not resolved = recovering/resolvin. If the event is marked as being related to the procedure, indicate which procedure the event is related to: explant = inde. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: no = yes. Updated log line: updated: if the event is marked as being related to the procedure, indicate which procedure the event is related to: index = blank. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: yes = n/a.